Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was found to be bent. The bend did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The downloaded data shows some pulse width increases and timeouts. However, no abnormalities were seen with the rotational sensor data and no drivestalls were seen. It cannot be determined when or what caused the damage to the exposed portion of the soft cannula.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient went to the emergency room for hyperglycemia, reaching 22.2 mmol/l (399.6 mg/dl), and ketones. Prior to going to the hospital, the patient was vomiting and thirsty. The pod was removed, and the patients mother reported the cannula was bent. The patient was treated with intravenous fluid (unknown) for dehydration. Mother was treating him for his insulin delivery with the pdm (personal diabetes manager) and a new pod. The pod was worn for about 50 hours on the abdomen.